Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold its charge. It was noted also that the patient was not getting enough pain relief. The patient underwent a battery replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 354482.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold its charge. It was noted also that the patient was not getting enough pain relief. The patient underwent a battery replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.